Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer reported being hospitalized with high blood glucose of 487mg/dl. The customer experienced vomit, headache and thirst. The customer mentioned that they suspect the insulin pump was not delivering insulin. The mother stated that her daughter had the flu and was the cause of the customer's high blood glucose. No further information was provided.